Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blockage on (B)(6) 2024 and the blockage was in the tubing. The blood glucose level of the patient was high which was treated by giving insulin via bolus. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states